Event description:
On (B)(6) 2011, the pt had and aus system implanted. It was reported that on (B)(6) 2011, the pt had the entire system explanted as the urethra was damaged during dissection which lead to cuff erosion. Add'l damage to the back wall of the corpus spongiosum was also noted. The bladder was perforated during the pressure regulating balloon placement, although it was not known at the time of the surgery. The health care provider indicated the pt would be re-implanted after the urethra healed.

Manufacturer narrative:
Add'l catalog # 72400024, 72404127. Add'l serial # (B)(4). Should add'l info become available regarding this event, it will be reevaluated and a f/u report will be sent.